Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was not re-implanted.

Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time as the device is a competitor device. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.